Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and confirmed the ring holder on the viscous fluid control adapter was partially deformed. The observed defect will result in customers complaint. The root cause of the customer's complaint is related to an error during manufacturing assembly process of the ring on the adapter. Action will not be taken for this occurrence. After an investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that syringe could not been inserted into the connecting parts during cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with another one. Patient harm was not reported.